Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, however, specific values were not provided. No additional information was provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.